Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: received one denali jugular filter system. The touhy-borst was returned tight in place. There was a 1mm gap between the storage tube and the introducer sheath hub because the storage tube was not tightly fastened to the hub. It is unknown if the connection was tight during the procedure. No damage was found along the introducer sheath. The dilator was not returned. No additional anomalies were noted. Performance evaluation: the sheath was put under a light source in order to identify where the filter became stuck; however, the filter did not appear to be inside the sheath. The connection between the storage tube and sheath hub was tightened. The delivery system was advanced through the sheath. The filter was not located within the sheath. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: based on available information, the definitive root cause is unknown. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter deployment procedure, while advancing the filter through the deployment sheath the filter hook interface became separated from the filter and could not be advanced for deployment. The filter system was exchanged for another that was deployed successfully. There was no reported patient injury.